Event description:
It was reported that after crossing the lesion with the uni-core guide wire, the physician exchanged this guide wire using an exchange device. Upon inspection, after removal, he found the hydrocoating was peeled off, about 50cm from the proximal end. It is believed to be at the site of the torque device. Reportedly, the peeling portion of the guide wire never entered the pt.